Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/27/2020. Investigation summary: reflected power errors were verified in call home. Since no device will be returned to neuwave, the tip break cannot be confirmed, and the root cause of the reflected power errors is unknown. Call home was reviewed for system nm19nea00718 on 12/16/19. This was a surgical liver case. A pr15, nm19ncb87213, was connected to channel 1. Another pr15, nm19ncb81688, was connected to channel 2. Both probes tested successfully. The two probes ablated on and off for this first delivery. Total times were 9:58 for probe 1 and 9:11 for probe 2. The power was 95w. Probe 2 had 14 reflected power errors. Probe 1 had 4 reflected power errors. A new probe, nm19nhb80661, was connected to channel 3 and tested successfully. For delivery 2, probes 1 and 3 ablated for 1:00, 95w. Probe 2 was disconnected. For delivery 3, probe 1 ablated for 0:43 and probe 3 ablated for 0:45, both at 95w. This marked the end of the case. A manufacturing record evaluation was performed for the finished device batch numbers, and no non-conformances related to the reported complaint condition were identified. Additional information received: the surgeon has done 2-3 neuwave microwave ablation cases at the current location and around 10 cases previously as fellow. It was a complicated case and the surgeon was having trouble controlling bleeding prior to using the neuwave device. The surgeon had opted to try higher power and time settings in a previous case due to similar bleeding issues (bleeding was reportedly patient/procedure related and not device related), so he started with higher settings (95w, ~40 second burns) for ptc is this case. It was an open case so it was difficult for the rep to see exactly what was going on, but she stated that there was intermittent clipping between burns. During one of the burns, the probe started getting hot and smoking. The rep looked at the temperature and it was normal. There were some reflected power errors and it was thought that it was because it was hot. The surgeon ¿wiggled¿ the probe a little to ensure contact with tissue, then pulled the probe out and realized the tip was broken off. At that point, the sales rep instructed to remove the tip and left the room to obtain another probe; she thought they were retrieving the tip while she was getting a new probe. At the end of the case, she realized that the tip had not been retrieved. She called customer support at that point. An x-ray machine was brought in to check the specimen. Six clips were counted in the specimen removed and an additional seventh item was identified that was fuzzy that could have been tip, but could not be confirmed. The patient was scheduled to have a follow up x-ray. The sales rep subsequently followed up with the surgeon and the only information provided was that he didn¿t like that the probe tip broke off, but that the patient was doing okay. The sales rep also reported that the wedge resection specimen was about 6-7 cm and the tumor was probably 4-5 cm. Additional information was requested, and the following was obtained: responses to follow up questions: when were the clips placed in the liver? Open case so difficult to see exactly what was going on. Hard to say other than they were clipping intermittently between burns. Was the probe tip in contact with any other materials or resistance felt/challenges inserting the probe? Not that the rep knows of was the follow up x-ray performed? Yes. If so, was the tip located? Thinks it was in the specimen, but not confirmed if the tip was located, are there plans to remove it? What is the current status of the patient? To the best of the reps knowledge, she is doing fine.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When were the clips placed in the liver? Was the probe tip in contact with any other materials or resistance felt/challenges inserting the probe? Was the follow up x-ray performed? If so, was the tip located? If the tip was located, are there plans to remove it? What is the current status of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by that during an open liver ablation, two pr15 probes were set up in channels one and two. The probe for channel two was placed in the patient, with a temperature of 95 degrees and a burn of forty seconds to one minute, for each pass. After the first pass, the console read error probe not in tissue. The doctor continued to place the probe in tissue, tried three more times and the console kept saying that the probe was not in tissue. The doctor removed the probe from the patient and noticed the tip of the probe had broken off in the patient. The second probe was used to continue with the procedure. After the ablation portion was complete, the doctor resected tissue but wasn't able to find the tip. An x-ray was performed and a specimen showed six clips and other material but the doctor wasn't able to verify the tip was in the specimen. The doctor decided to close the patient and perform a follow-up x-ray.